Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter expired was reported. Data was evaluated and the allegation was confirmed as signal loss over one hour. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of transmitter expired is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.